Manufacturer narrative:
The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU) device remains implanted.

Event description:
It was reported from the clinical study site that the patient was treated for right ventricle (rv) dysfunction using inotropic and intravenous (IV) diuretics. He underwent a right heart catheterization (rhc) that showed elevated right atrial (ra) and pulmonary artery (pa) pressures with near normal pulmonary catheter wedge pressure (pcwp). He was switched from milrinone to dopamine due to supraventricular tachycardia (svt). Patient found to be retaining urine and symptoms consistent with benign prostatic hypertension (bph) which may have clouded the response to diuretics. Prior milrinone stopped due to non-sustained ventricular tachycardia (nsvt) and continues to make urine without it. His jugular vein pressure (jvp) remains elevated but in the context of his severe right heart failure, mild tricuspid valve (tv) stenosis (gradient 6), it may never be normal. Although ao v opens, did not think this is due to pump dysfunction, rather a lower operating speed to preserve rv geometry. Then started on dopamine for augmentation of his rv function and with the hope to improve the renal function. He was continued on the lasix drip. Dopamine and lasix was discontinued upon discharge. No additional information available.